Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The suspect device was returned for evaluation, and the failure mode was not confirmed, and the root cause is unknown. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The customer reported that during dialysis, air was aspirated through the dialysis catheter. A defective dialysis catheter was suspected with replacement planned and to preserve the explanted catheter for examination purposes. The patient had no symptoms at any time.